Manufacturer narrative:
Weight of patient is unknown. Ethnicity of patient is unknown. Race of patient is unknown. No known relevant tests or laboratory data. No known relevant history. Hu-friedy does not track class 1 devices by serial number or UDI, only by a lot number, which is tied to the date of manufacture. The product involved in the event does not have an expiration date. The device is not implanted, therefore implant/explant dates are not applicable. Preprocessor does not apply. No concomitant medical products or therapy dates provided. Ind does not apply.

Event description:
It was reported to hu-friedy that a patient was being treated when the tip of an instrument broke and became lodged in the gum near the mesial of tooth #2.